Event description:
It was reported that the user experienced an occlusion alert while using an infusion set, which resolved after the user disconnected, entered the fill tubing function, and pushed insulin through until drops were observed; the alert cleared, and the user was advised to change the infusion set if the issue persisted. Symptoms included no reported change in blood glucose. Outcomes included no reported clinical impact, no medical intervention, and no hospitalization. Investigation included user-led troubleshooting and education through clearing the line and confirming flow. Investigation of this case revealed an occlusion condition associated with the infusion set and tubing pathway that resolved with line clearing, consistent with transient flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was a transient occlusion related to infusion set use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.